Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons - missing the strings [device physical property issue]. Case description: consumer reported via phone that the tampons were missing strings. No injury was reported.

Event description:
Tampons - missing the strings [device physical property issue]. Case description: consumer reported via phone that the tampons were missing strings. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.